Event description:
It was reported that the haptic of a cc4204a single piece collamer lens tore upon insertion. The lens was removed and replaced with another same power lens without any patient injury. The reporter stated the cause of the incident may be a loading error.

Manufacturer narrative:
Pt weight: unknown concomitant product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation method: lens work order search. Result: a lens work order search revealed there were no similar complaints within the work order. The product was not returned. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).